Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged into the right ventricle and the right ventricular (rv) lead dislodged into the right atrium. The lv lead was explanted and replaced and the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.